Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was observed to not power on. The device was tested at the manufacturer's service center and the complaint could not be duplicated. An issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.